Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient experienced persistent hyperglycemia, with blood glucose levels consistently reported above 15 mmol/l (270 mg/dl). Self-monitoring showed ketones at 7 mmol/l. Despite administering multiple boluses throughout the day, the patient continued to deteriorate, experiencing headache, severe nausea and vomiting. The patient contacted 112, and an ambulance was dispatched. During transport, vascular access was established, and diabetic ketoacidosis (dka) was confirmed. He was transferred to the intermediate care department (ima), where multiple vascular access attempts (7 in total) were performed. Treatment included IV fluids (salts), IV insulin, and antiemetics. The patient required 1 day of hospitalization, after which he was discharged. Post-discharge, he remained home from work for 3 days due to exhaustion and sore throat from vomiting.